Event description:
The customer reported that the battery failed external prime test and failed xlt capacity test when tested on the cadex analyzer. The battery was not tested in an xl defibrillator. There was no patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.